Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead had received a shock, then heard subsequent tones from the device. Upon interrogation, the device had declared a code 1004 which was indicative of a short circuit condition detected during shock delivery. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.